Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The right-hand body side rail was partially detached, screws holding the panel were ripped off. Photographic evidence provided confirmed damages. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunctions. At the time of pick-up, the arjo service technician found that the right-hand foot-end side rail was partially detached from the frame, with the screws securing the panel to the metal plate torn out. The left-hand foot-end side rail exhibited the same issue. Additionally, the upper arms (components of the side rail assembly) were found to be disconnected. There was no patient involvement. No injury was reported.

Manufacturer narrative:
In the investigated complaint, there were no customer allegations. The damages were observed during the pick-up, therefore, the circumstances under which the equipment was damaged remain unknown. However, based on the photographic evidence provided, analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rails were partially detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the partial detachment of the side rails which can lead to a patient fall. No injury was reported.